Event description:
Report 2 of 3. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false positive result for c. Tropicalis. Patient was incorrectly treated with antifungal medication. It is not specified if there was an adverse reaction as a result of the treatment. The following information was provided by the initial reporter: "hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): multiple molecular fps exact # is not available. If yes¿was patient treatment changed in result of erroneous results (provide details): 2 patients were treated for c. Tropicalis. #1: e. Coli w/ c. Tropicalis. #2: e. Coli w/ c. Tropicalis. #3: staph aureus w/ c. Tropicalis. #4: strep spp. W/ c. Tropicalis. #5: e. Coli w/ c. Tropicalis. #6: enterobacter cloacae complex w/ c. Tropicalis. #7: strep spp. W/ c. Tropicalis. Customer also ran 5 uninoculated bottles from lot # 3109880 and 4 of them were positive for c. Tropicalis. Customer stated in the meeting w/ quality today that the patients were treated with antifungals."

Manufacturer narrative:
Catalog: 442021. Batch no.: unknown. Customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed. Refer to customer letter. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process.

Event description:
Report 2 of 3 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false positive result for c. Tropicalis. Patient was incorrectly treated with antifungal medication. It is not specified if there was an adverse reaction as a result of the treatment. The following information was provided by the initial reporter: "hazard, injury or erroneous results? Yes hazard, injury or erroneous results details did erroneous results occur? Yes if yes¿detailed erroneous results (include # of errors and type): multiple molecular fps - exact # is not available if yes¿was patient treatment changed in result of erroneous results (provide details): 2 patients were treated for c. Tropicalis #1: e. Coli w/ c. Tropicalis #2: e. Coli w/ c. Tropicalis #3: staph aureus w/ c. Tropicalis #4: strep spp. W/ c. Tropicalis #5: e. Coli w/ c. Tropicalis #6: enterobacter cloacae complex w/ c. Tropicalis #7: strep spp. W/ c. Tropicalis customer also ran 5 uninoculated bottles from lot # 3109880 and 4 of them were positive for c. Tropicalis customer stated in the meeting w/ quality today that the patients were treated with antifungals."

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B2: other details: patient was incorrectly treated with antifungal medication. B5: describe event: report 2 of 3 it was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false positive result for c. Tropicalis. Patient was incorrectly treated with antifungal medication. It is not specified if there was an adverse reaction as a result of the treatment. The following information was provided by the initial reporter: "hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details did erroneous results occur? Yes. If yes¿detailed erroneous results (include # of errors and type): multiple molecular fps - exact # is not available. If yes¿was patient treatment changed in result of erroneous results (provide details): 2 patients were treated for c. Tropicalis. #1: e. Coli w/ c. Tropicalis. #2: e. Coli w/ c. Tropicalis. #3: staph aureus w/ c. Tropicalis. #4: strep spp. W/ c. Tropicalis. #5: e. Coli w/ c. Tropicalis. #6: enterobacter cloacae complex w/ c. Tropicalis. #7: strep spp. W/ c. Tropicalis. Customer also ran 5 uninoculated bottles from lot # 3109880 and 4 of them were positive for c. Tropicalis. Customer stated in the meeting w/ quality today that the patients were treated with antifungals."

Event description:
Report 2 of 3. It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a false positive result for c. Tropicalis. The patient was treated as a result. It is not specified if there was an adverse reaction as a result of the treatment. The following information was provided by the initial reporter: "hazard, injury or erroneous results?: yes hazard, injury or erroneous results details did erroneous results occur?: yes if yes, detailed erroneous results (include # of errors and type): multiple molecular fps - exact # is not available. If yes, was patient treatment changed in result of erroneous results (provide details): 2 patients were treated for c. Tropicalis. #1: e. Coli w/ c. Tropicalis. #2: e. Coli w/ c. Tropicalis. #3: staph aureus w/ c. Tropicalis. #4: strep spp. W/ c. Tropicalis. #5: e. Coli w/ c. Tropicalis. #6: enterobacter cloacae complex w/ c. Tropicalis. #7: strep spp. W/ c. Tropicalis. Customer also ran 5 uninoculated bottles from lot # 3109880 and 4 of them were positive for c. Tropicalis".

Manufacturer narrative:
D.4. Medical device lot #: unkown. D.4. Medical device expiration date: unkown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.